Event description:
The customer reported a (B)(6) antibody screening test with biotestcell p3 when a patient sample yielded a (B)(6) result in a first run on tango optimo. The customer performed a second run to verify this result because the patient had received a rh(d) prophylaxis in (B)(6). In the second run the patient sample reacted positively. The customer has neither returned the patient sample that had caused the false negative test result nor the supposedly defective product. Therefore our quality control laboratory tested the retained sample of biotestcell-p3 with positive and negative control and an anti-d standard with 0.05 iu/ml. All positive and negative reactions were correct. We did not observe any false negative reactions. The anti-d standard reacted unambiguously positive with both rh(d) positive screening cells of biotestcell-p3. The correct detection of the anti-d standard confirmed the sensitivity of the test method and of the applied reagents. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell-p3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. An inspection of the affected tango optimo gave no indication of any malfunction.

Manufacturer narrative:
This is our combined initial and final report on this incident.